Event description:
Caller reported a malfunction on the pump with the malfunction code malf 8 and fault ID 0x208a. There was no adverse impact to the customer¿s blood glucose level. Since the pump was out of warranty, cts could not replace it, but the customer already had a replacement for another pump under warranty and had a backup therapy available. Cts decided to close the case.